Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a defective error detected clamp. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Other, other text: the unit was down for several months; no patient involvement. (Updated b5).

Event description:
Additional info received via email 25-aug-2022. No patient was involved.

Manufacturer narrative:
Other text: h3 and h6 - health impact and evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the device was received in good condition. Functional testing confirmed the complaint when the air detector had no audible alarms that sounded. Heater one tubing had a cut, which caused it to leak. The root cause of the cut could not be determined. Product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history report (DHR) review was not required. Service history review identified this device has not been in for service previously. Removed and replaced silicone tubing above heater one due to a cut in the tubing. Replaced: the fan assembly (as a preventative measure), air detector control board (due to no audible alarms going off when powered on), printed circuit board-pcb (due to being obsolete). As a preventative measure the compressor was replaced, due to it failing functions test. Replaced o-rings and fan guard (for preventative maintenance). Device passed functional testing after completed repairs.